Event description:
It was reported that during an unspecified procedure, the imager ii catheter became stuck on an unspecified guide wire. The location of the lesion is unk. The status of the pt is unk. Multiple attempts to obtain additional info have been unsuccessful.